Event description:
The field service engineer reported a pump with failure code 810:04. This problem was identified during patient use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05, 2007. The reported condition of failure code 810:04 was confirmed, however it could not be duplicated. Therefore, no further correction was made. Device repaired on site.